Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, visibility/palpability, lymphadenopathy.

Event description:
Patient reported "pain in right breast and axillar area and scapula. Axillar lymph nodes inflammation. The outer lower quadrant is rough to the touch". The device remains implanted. This record relates to the right side.